Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument broke at the joint and a piece got caught on the trocar. The customer stated that it was difficult to get off the trocar but was able to get the instrument out. The procedure was continuing as planned with no reported injury. Multiple follow-up attempts were performed to request additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the force bipolar (part number 471405-06/ lot number k10211018 0043) associated with this event has been performed. Per logs, the force bipolar instrument was last used on 19-apr-2022 on system sk2950. The instrument had 4 uses remaining after the last procedural use. No image or video of the last procedure was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument broke at the joint and a piece got caught on the trocar. The instrument could not be removed from the cannula due to an unknown loose component. The unknown loose component could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.